Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation. During the evaluation it was found that the screen black out during up angulation was due to a defective charge-coupled device unit. Based on the evaluation the biopsy channel had leakage during user handling and water invaded the device. It caused abnormality in electronic components, leading to the event temporarily. The evaluation could not specify the root cause of the reported event. In addition, non-reportable malfunctions were found during the evaluation: a perforation was caused by endo-therapy accessories, there was fluid invasion from the body control unit, the instrument channel tube had leakage, and the control section was immersed and corroded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope had a black screen. The issue was found during maintenance. There was no procedure involved and no delay. There were no reports of patient harm.